Manufacturer narrative:
A supplemental is being submitted for correction. Updated sections: - b2. Outcome h10. Addt manufacturer for MDR (controller information/coding) additional products: d1: heartware ventricular assist system ¿ controller 2.0 expiration date: 31-jul-2018 / serial #: (B)(6). UDI #: (B)(4). H4: mfg date: 31-jul-2017 h6: imf code(s): f08, f1203, f23, f2302, f2306 additional information has been requested regarding the reason for blood transfusion of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had initially presented to the hospital for a blood transfusion. After the patient loss consciousness, resuscitation was performed. It was stated that the site heard alarms and read the message on the controller¿s liquid crystal display (lcd) of ¿vad stop¿ and ¿connect driveline¿ despite seeing that the driveline was connected to the controller. The alarms stopped after the back-up controller was placed. Of note, it was stated that the patient went home.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller. Model #: 1420, catalog #: 1420. Device evaluated by MFR: no. Labeled for single use: no. Patient ime code(s): e011903. Imf code(s): f12. Img code(s): g04035. FDA device code(s): a12. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient loss conscious due to the driveline was accidentally disconnected from the controller. The driveline was reconnected and the vad disconnect alarm sounded even when the vad was connected to the controller. The vad did not restart. The controller was exchanged to the back up controller and the vad restarted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: (B)(6) d10: yes 2024-02-02. H3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed a controller power-up with associated motor start event logged on 02/mar/2023 at 07:44:54, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 41% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for thirteen (13) seconds. Review of the controller log files revealed several corrupt entries, logged since 02/mar/2023, in which the real time clock (rtc) was reset to the year ending 99. The corrupted data points had a time stamp of 31/feb/2099 at 00:00:00 . Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Log file analysis also revealed multiple controller reset events with an incorrect date and time stamp. Failure analysis of the returned controller revealed that the device passed external visual inspection. No anomalies were observed within the controller ports. Functional testing revealed that the controller was unable to communicate with the external batteries and triggered a critical battery alarm during bench testing. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarm, as well as the controller reset events. The damaged integrated circuit are also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. No other internal components were damaged. The observed real time clock error events, controller resets, critical battery alarms, inability to recognize the power sources, and loss of power events are additional findings not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root case of the observed inability of the controller to recognize power sources, observed critical battery alarms and observed real time clock error can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Review of the alarm log file revealed thirty-four (34) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, and one (1) vad stopped alarm, indicating motor stators failed, were logged with incorrect dates and time stamps of 31/feb/2099 at 00:00:00. Review of the alarm log file did not reveal any failure to restart motor starts or alarms within the analyzed period. As a result, the reported ¿vad did not restart¿ event could not be confirmed. The reported vad disconnect alarm and vad stop alarm events were confirmed. Based on the available information, the most likely root cause of the initial reported vad disconnect alarm event can be attributed to a physical disconnection of the driveline from the controller, as described in the event details. The most likely root cause of the additional vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller likely due to troubleshooting. A possible root cause of the vad stopped alarm can be attributed, but not limited, to a marginal connection between the driveline and controller. Based on the available information, the device may have caused or contributed to the reported event. Based on review of past adverse events for this patient, it was noted that the patient had a history of decreased hemoglobin. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event. Additional product: serial# (B)(6) h6: patient ime code(s): e1621 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt a little bit weak and that the patient¿s hemoglobin was 8, that is why transfusion was performed.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Log file analysis was not conducted since log files covering the reported event date were not available. As a result, the reported vad disconnect alarm and ¿vad did not restart¿ events could not be confirmed. Based on the available information, the most likely root cause of the initial reported vad disconnect alarm event can be attributed to a physical disconnection of the driveline from the controller, as described in the event details. Possible causes of the failure of the pump to restart and additional vad disconnect alarms may be attributed to multiple factors including but not limited to controller failure or pump failure. An internal investigation was created to further investigate failures of the pump to restart. Information provided by the site revealed that the patient presented to the hospital due to weakness and low hemoglobin level and received a blood transfusion. Based on the available information, the device may have caused or contributed to the reported event. Based on review of past adverse events for this patient, it was noted that the patient had a history of decreased hemoglobin. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.